Manufacturer narrative:
(B)(4). D10: cat# 00877503602, lot# 3141157, bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14; cat# 00620205822, lot# 65712881, shell porous with cluster holes 58 mm; cat# 00625006525, lot# j7459469, bone scr 6.5x25 self-tap; cat# 00625006530, lot# 65915092, bone scr 6.5x30 self-tap; cat# 00630505836, lot# 65578308, liner standard 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02683. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the surgeon that the patient underwent an initial hip procedure and was revised approximately three months later due to a fall and subsequent periprosthetic femur fracture. There were no reported surgery complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} it was reported patient was riding a bike and had a fall from the bike causing the periprosthetic fracture. The components are not related to cause of the fall. A periprosthetic fracture is a break in the bone near or around the site of an implant. During the joint replacement surgery, a series of events occur which compromises the integrity of the long bones around the joint which include reaming, rasping, irrigating, impacting, and drilling. The implant is then inserted and secured into these bones either by cement, press-fit force, or bone matrix integration which can take varying amounts of time to become secure in the bone. As the bone is healing, it is more susceptible to damage and fracture from external trauma such as a hit, fall, or weight-bearing forces. As the complaint indicates the patient experienced a periprosthetic fracture, it can be expected the patient would require additional medical and/or surgical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.